Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving frequent check therapy electrode alarms. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation, the monitor was not able to properly communicate with an electrode belt. The cause for the failure was isolated to an open c609 capacitor on the monitor c/a board. The root cause for the open capacitor could not be positively identified. No adverse event resulted from the open capacitor. The patient received a replacement monitor.